Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 05, 30, 31) and a cartridge change occurred during either the load sequence or basal deliveries. Reportedly, the customer had followed the prompts during the load sequence. Customer's blood glucose level was 137 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.